Manufacturer narrative:
Updated fields:b4, g3, g7, h2, h4, h6, h10, h11 corrected fields: g1, g6, h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) resolved the issue by installing a helium knob. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) was found to have a missing helium knob. There was no patient involvement, and no adverse event reported.